Event description:
Per surgical/pathology/cytology clinical history form: "septicemia, aortic valve abcess".

Manufacturer narrative:
Info reviewed from the valve's device history record and the add'l testing performed through the fer analysis laboratory indicated the valve complied with co's specifications at the time of manufacture. Results of this investigation indicated the cause of the infection was not due to an intrinsic defect in the valve, as supported by the sterilization verification. The cause of the infection remains unknown.